Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the thrombectomy procedure, the physician tried to move the high calcification clot out of the patient¿s anatomy with the subject stent retriever. Due to a narrowing in the patient¿s anatomy, the physician could not move the retriever through the internal carotid artery(ica). The physician then cut the pusher wire and left the subject retriever inside the vessel of the patient¿s anatomy. The procedure was completed successfully. No further information is available at the moment.

Event description:
It was reported that during the thrombectomy procedure, the physician tried to move the high calcification clot out of the patient¿s anatomy with the subject stent retriever. Due to a narrowing in the patient¿s anatomy, the physician could not move the retriever through the internal carotid artery(ica). The physician then cut the pusher wire and left the subject retriever inside the vessel of the patient¿s anatomy. The procedure was completed successfully. No further information is available at the moment.

Manufacturer narrative:
H4 manufacturing date: added. D4 expiration date: added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the thrombectomy procedure, the physician tried to move the high calcification clot out of the patient¿s anatomy with the subject stent retriever. Due to a narrowing in the patient¿s anatomy, the physician could not move the retriever through the internal carotid artery (ica). The physician then cut the pusher wire and left the subject retriever inside the patient. Additional gfe information indicated that continuous flush was maintained, resistance was felt between the retriever and vessel during withdrawal, and a microcatheter was used with the subject device. This complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, procedural factors will be assigned to the reported event.